Event description:
Patient's spouse was attempting to lift patient when he maintains that the gait belt changed position and the buckle released. The patient fell forward onto the floor striking her head. She required 8 stitched to close the wound. She also sprained her left wrist and dislocated an elbow in the fall. Subject device was tested and did not malfunction during multiple tests.